Event description:
It was reported that during sterile processing, it was observed that the motor device had a "crack in the outer hose". The event did not occur during surgery.  It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available.  It was unknown if injuries or medical intervention were reported.  Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device has been returned. (B)(4) evaluated the device and the reported condition was confirmed. Evidence indicates this was due to improper handling and care. If additional information should become available, a supplemental medwatch report will be submitted accordingly.